Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the driver was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The visual examination revealed that a part of the blade tip was broken off and the remaining flanks of the torx showed plastic deformations in turn in direction. The broken off part was not returned. Furthermore, it was determined that the fracture surface of the blade showed appearance of a forced rupture resulting from very high torsional and bending forces. Furthermore, secondary cracks were visible indicating too high torsional forces during application. Additionally, pressure marks at the slot area of the blade were visible pointing towards occurrence of high bending forces. Based on the performed investigation, the root cause for the reported event can be attributed to a user related issue. The breakage was caused by action of too high torsional and bending forces during application. Indications for any material, manufacturing or design related problems were not determined in the investigation.